Manufacturer narrative:
A call was made to the surgeon's office on (B)(6) 2010, and it was learned that the patient has expired. Unfortunately, no further information regarding the reported device or patient's death were provided. The cause of death and reason for explant remain unknown.

Event description:
It was reported that during a low anterior resection procedure, the device's anvil was purse stringed to the patient and as they dropped the anvil into the pelvis, there was some leaking of stool out of the shaft of the anvil into the patient's abdomen. The patient will be given a two day supply of antibiotics and require a follow-up appointment. The device worked fine.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/21/2010 and 09/28/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 43.47 months, due to unknown reasons. No further details were provided.